Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient fall; causes something to become loose in the knee as well as pain. The surgeon replaced the insert and the original tibia.